Manufacturer narrative:
All available patient information was included. Additional patient details are not available. Service recommended the alinity c reagent and sample probe be replaced. The customer replaced the parts, and the issue was resolved. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.

Event description:
The customer stated that falsely decreased alinity c total bilirubin results were questioned for two neonates. The samples were retested and corrected reports were issued. Neonate reference range <12 mg/dl. Patient #1: sid (B)(6). 1+ hemolyzed and 3+ icteric. (B)(6) 2022. Initial result 0.6 mg/dl. Repeat result 13.2 mg/dl. Patient #2: sid (B)(6). 3+ hemolyzed and 2+ icteric. (B)(6) 2022. Initial result 0.1 mg/dl. Repeat result 11.3 mg/dl no impact to patient management was reported.